Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had power error detected alarms. The customer¿s blood glucose level was 121 mg/dl. Customer stated that they had low battery alarm and power error detected alarm on the pump. The customer stated that they had power error detected recurred within a week of troubleshooting previous occurrence. The customer was able to complete pump rewind. The customer was advised the pump will need to be replaced and was advised to refer to back up plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error 25 due to j6 connector resistance issue.